Event description:
Customer alleges 2 staff members were using the sling to lift a patient and two straps on the same side of the sling broke off. Straps snapped on both sides which caused their patient to go to the ground. She had a scratch/abrasion on the back of her head that was slowly bleeding. She was taken to the hospital and she is still at the hospital and she was alert and responsive so they do not anticipate that it was a serious injury. No further info provided. Update from consumer affairs on 5/24/2016: facility states the end user had a cat scan done at the ER and they were treated and released and sling is being replaced. No further information provided at this time.